Manufacturer narrative:
Additional information: d9 - date returned to mfg 24jan2025. Investigation summary received one (1) used ch3034 bag spike adapter w/spiros connected to one (1) used list #unknown clave bag spike and one (1) used list #unknown, plum set for inspection. A piece of blue plastic was observed in the drip chamber. The fluid from the set was flushed and collected in a vacuum filtration system. The blue plastic particle was not able to flush through the plum set. The plum set was cut open and the particle was retrieved. A piece was found to be missing on the blue strap of the spiros. The area would not have made contact with the ch-14 during connection. It is unknown how the particulate entered the fluid path. The reported complaint can be confirmed. The probable cause of the particle is due to a loose piece on the spiros. It is unknown how the particle became loose from the spiros and entered the fluid path. A device history record lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received. Additional contact - distributor. (B)(6) . Taiwan.

Event description:
The event involved a 5" (13 cm) bag spike adapter w/spiros w/red cap, vented cap where the customer reported after infusing the 5fu chemotherapy, they found a blue scrap in the drip chamber. There was no bleedback, no biohazard, and the device was not reprocessed/ resterilized. There was patient involvement, but there was no delay in therapy and harm was not reported as a consequence of this event.